Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain which the physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.